Event description:
It was reported that when using the bd pyxis¿ es refrigerator had failed storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a failed storage space. A field service engineer discovered that row 1 of the helmer refrigerator was off the bus and attempted to power cycle both the refrigerator and the medstation, but the attempt was unsuccessful. A fse checked the diagnostics, revealing that the other rows were functioning properly, while row 1 remained non-operational. A field service engineer replaced the interface and relay access controller board, which subsequently passed the acceptance test, with results being fed back. The customer successfully recovered the failed storage spaces. The system functioned as intended after the field service engineer repaired the device.